Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system fingerprint scanner, it was not working. The customer stated that there was a delay since the user managed to get medication from another room. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID was an error due to connection issues. A field service engineer reseated the bio ID connections and performed a system reboot. The system functioned as intended after the field service engineer repaired the device.